Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals two separate cartons that confirm the batch number and product number of the reported device. A review of the customer provided image reveals two separate cartons that confirm the batch number and product number of the reported device. A review of the raw material found a material certificate of analysis is required. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor and suture were returned detached from the device. The t2 anchor was cut from the suture and not returned with the device. The suture was cut and frayed. The handheld device shows no physical signs of damage. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A functional evaluation revealed the actuator and tip functioned as expected. The suture knot could not be functioned as intended due to anchor being cut from the suture. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair, inside the patient, the ultra fast-fix ab assembly - curved was found t1 deployed and t2 fall off. To complete the surgery it was used a competitor device and smith and nephew backup device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals two separate cartons that confirm the batch number and product number of the reported device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.